Event description:
It was reported to philips that the defibrillator is delivering a shock value below indicated. There was no report of patient involvement.

Event description:
It was reported, that the defibrillator is delivering a shock value below indicated. There was no report of patient involvement. The local clinical engineer evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the defibrillator capacitor assembly. The replacement for, which a quote was given. The device remains at the customer site. And no further evaluation is warranted at this time.